Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2009. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, negative pressure was unable to be provided. While prepping the 2.50x28mm taxus liberte stent the physician attempted to pull negative pressure on the device but was unable to and air continued to enter into the device. No pt complications were reported and the procedure successfully completed with another of the same device. However, returned product analysis revealed a balloon pinhole.

Manufacturer narrative:
Visual and microscopic examination identified a balloon pinhole above the proximal markerband. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. No kinks or damage were noticed along the shaft of the device. The remaining balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The mfg records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).